Manufacturer narrative:
No other patient samples were affected. Based on the information provided, the investigation determined the event was consistent with a preanalytical handling issue.

Event description:
There was an allegation of questionable k electrode, na electrode, and cl electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial potassium result was 4.07 mmol/l and the repeated result was 3.65 mmol/l. The initial sodium result was 150.6 mmol/l and the repeated result was 136.2 mmol/l. The initial chloride result was 112 mmol/l and the repeated result was 101 mmol/l. The sample was repeated due to the initial results not matching the patient's previous results.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.